Event description:
It was reported by the (B)(4) study team that during a routine device test, it was noted that the patient's left ventricular (lv) lead had migrated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.